Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken. When changing the infusion set, the customer noticed the insulin pump did not count up. He tried again but the motor was sticking out of the insulin pump. Customer's blood glucose level was not reported. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.